Event description:
It was reported that there were concerns of a premature battery depletion. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. The pacemaker device remains in service. No adverse patient effects were reported.